Event description:
It was reported that the user contacted support because the ilet device was beeping and requested guidance to shut it down; the user disclosed a blood glucose level over 400 mg/dl and declined troubleshooting or training, then proceeded to power off the device and planned to return it, while stating that backup therapy with subcutaneous insulin injection would be used to reduce glucose. Symptoms included hyperglycemia. Outcomes included the need for subcutaneous insulin administration and interruption of device therapy. Investigation included customer support guidance to shut down the device and an offer of education. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with no device function confirmed due to the user declining troubleshooting and the device being shut down. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.